Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: south korea. A patient underwent a total knee arthroplasty (tkr) in 2014. Two years later the patient had a problem with the femoral loosening. A revision surgery was performed. Components in use listed as concomitant devices are: nx011k / vega ps femoral component cemented f5n l; nx052k / vega ps tibial plateau cemented; nb090k / tibia extension stem d12mm l12mm; no482 / motion patella 3-pegs p2 29x8mm; nx111 / vega ps gliding surface ti+12mm.